Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a MRI guided breast biopsy, after the ninth sample was obtained a loud cracking noise was heard and the probe allegedly failed to obtain any further samples. The healthcare provider (hcp) allegedly removed the probe and the sample notch portion of the needle was detached. Reportedly, the hcp removed the detached portion of the probe from the patient with forceps. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was conducted and there is no indication that the reported event is manufacturing related. Visual inspection: the probe was returned used. The distal portions the needle and cutter were returned detached, with the detached cutter component returned inside of the detached cannula component. Upon further inspection, the detachments were found at the weld joints. The detached cutter was returned 25% closed within the aperture. It was also noted that the cutter was backwards within the aperture. Slight scoring damage was noted to the detached cutter. No damage was identified to the rear housing. No other anomalies were noted. Scanning electron microscope (sem) analysis: the detached components were sent to (B)(6) laboratories, inc. For optical damage examination. The samples were examined optically for any visible signs of contact which may have occurred between the cutter and cannula. No damage was noted on any of the sample contact edges. X-ray: the probe was examined via x-ray imaging. The imaging shows both of the front stops to be intact on the front housing. Functional/performance evaluation: due to the conditions of the returned probe, functional testing could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: one returned electronic photo was reviewed by fa engineer. The photo shows a detached distal end of an encor probe laying on a white background. The probe cutter is shown to be detached within the distal end of the probe; the cutter is bloody and backwards within the aperture. The rest of the encor probe cannula/cutter can be seen laying next to the detached probe tip. The detachments appear to be at the weld joints. Based on the photo provided, the investigation is confirmed for the reported detachment. Conclusion: based on the photo review and the returned sample condition, the investigation is confirmed for the reported detachment as cutter and cannula were both found to be detached at their respective weld joints. Based on the evaluation results, it was determined that the reported detachment was supplier related. Labeling review: the current instructions for use states: complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. (B)(4).